Manufacturer narrative:
\ Evaluation summary: product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. Literature reference: kermani o. Häufigkeit, ursachen und verlauf von multifokalen iol ¿explantationen (explantation of multifocal iol ¿frequency, causes and course). Z. Prakt. Augenheilkd. 36: xxx-xxx (2015). (B)(4).

Event description:
A literature article discussing the results of a retrospective study of explantation of multifocal intraocular lenses (iols) reported that one patient underwent iol explantation due to glistenings and a gradual deterioration in visual acuity. The iol was replaced by a monofocal lens. 12 months post-explantation recovery was achieved to full visual acuity. Additional information has been requested but not received to date. This is one of five reports associated from the same literature article.